Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005 indicative of an open circuit condition during shock delivery. The patient was shocked 7 times and the device exhibited high out of range shock impedance measurements. Technical services (ts) recommended clearing the fault and evaluating the crt-d and lead system integrity as well as to consider lead system replacement. No adverse patient events were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005 indicative of an open circuit condition during shock delivery. The patient was shocked 7 times and the device exhibited high out of range shock impedance measurements. Technical services (ts) recommended clearing the fault and evaluating the crt-d and lead system integrity as well as to consider lead system replacement. No adverse patient events were reported. This device remains in service. This device was not returned for analysis. The product investigation determined that the "cause not established" investigation conclusion code was selected based on product record reviews and analysis of available information. Additional information was received that this crt-d was explanted and replaced. This device was retained by the facility. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005 indicative of an open circuit condition during shock delivery. The patient was shocked 7 times and the device exhibited high out of range shock impedance measurements. Technical services (ts) recommended clearing the fault and evaluating the crt-d and lead system integrity as well as to consider lead system replacement. No adverse patient events were reported. This device remains in service. This device was not returned for analysis. The product investigation determined that the "cause not established" investigation conclusion code was selected based on product record reviews and analysis of available information. Additional information was received that this crt-d was explanted and replaced. This device was retained by the facility. Other than the surgical procedure, no additional adverse patient effects were reported. The "no problem detected" investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside the bounds of normal medical use.